Event description:
Information received by medtronic indicated that the insulin pump was under delivering. The customer stated that the insulin pump was reducing the amount of insulin needed in every bolus. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2022 the device was returned due to customer allegation to pump under delivering causing high blood glucoses. The device passed all functional testing including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08710 inches. Successfully downloaded history files and traces using thump. Successfully uploaded to carelink and generated reports. No under delivery anomaly noted during testing. In further full review of the device history on the event date of feb 19, 2022 found bolus deliveries of 0.075 units at 00:00:01.000, 0.05 units at 01:00:00.000, 0.05 units at 02:00:00.000, 0.025 units at 03:19:53.000, 0.075 units at 04:04:55.000, 0.025 units at 05:04:55.000, 0.075 units at 06:04:55.000, 0.05 units at 07:24:53.000, 0.075 units at 08:04:55.000, 0.075 units at 09:04:55.000, 0.05 units at 10:04:55.000, 0.05 units at 11:04:53.000, 0.1 units at 12:04:57.000, 0.075 units at 13:09:55.000, 0.05 units at 14:24:55.000, 0.025 units at 16:04:55.000, 0.05 units at 17:00:00.000, 0.025 units at 18:06:31.000, 0.025 units at 19:01:31.000, 0.025 units at 20:01:31.000, 0.05u at 21:01:33.000, 0.075u at 22:01:35.000, and 0.075u at 22:41:33.000. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap and reservoir locked properly into reservoir compartment during testing.¿ the device was received with scratched case, pillowing keypad overlay, and cracked keypad overlay. In summary, customer allegation for device under delivering not confirmed during full functional testing. Unable to verify customer alleged for high blood glucoses. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.